Event description:
The airless rotating adapter broke during injection at 900 psi. During an angiography procedure. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: device evaluation not yet completed. A review of the device history record did not reveal any exception documents. Complaint data base was reviewed and found no similar complaints for this lot number. Evaluation method: device history record was reviewed, complaint data base was reviewed. Conclusions: a follow-up report will be submitted when the evaluation is complete.